Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic in (B)(6) 2019 for a follow up. The left ventricular lead was assessed and found to be dislodged. Pacing was then turned off and the patient was scheduled for a lead revision. On (B)(6) 2019, the patient presented for the lead revision procedure. Fluoroscopy imaging was performed which showed the lead had pulled back into the main body of the coronary sinus. The lead was then successfully removed and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis found the complete lead was returned in one piece measuring 86.0 cm. Lead dimensions were within specifications. Analysis was normal. No anomalies were found.